Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zmc and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Leaving complaint open to await completion of the equipment evaluation. Device manufacture date: monitor sn (B)(4): 02/15/2016; belt sn (B)(4): 12/08/2015.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly treated by the lifevest while in the hospital prior to passing. A nurse reported that the patient went into code blue and died shortly after. The patient was under do not resuscitate (dnr) order. Clinical review of the available download data indicates that the patient received two lifevest defibrillations followed by three non-lifevest defibrillations. Per the download data, the device detected a treatable arrhythmia on (B)(6) 2018 at 09:00:25 while the patient was in ventricular tachycardia (vt) at 180 bpm with motion artifact. At 09:00:48, the device released gel and at 09:01:06, the first lifevest shock was delivered while the patient was in vt at 200 bpm with motion artifact. The post-shock rhythm was idioventricular rhythm at 90 bpm with motion artifact. At 09:02:39, the device detected an arrhythmia while the patient was in vt at 230 bpm with motion artifact. The second lifevest shock was then delivered at 09:03:13 while the patient was in vt at 200 bpm with motion artifact. The post-shock rhythm was idioventricular rhythm at 90 bpm with motion artifact. Between 09:05:30 and 09:12:02, the lifevest detected an arrhythmia but was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The patient received 3 external defibrillations. The first non-lifevest shock was delivered while the patient was in vt at 220 bpm with motion artifact and with a post-shock rhythm of vt at 130 bpm with motion artifact. The second non-lifevest shock was delivered while the patient was in vt at 180 bpm with motion artifact with a post-shock rhythm of sinus rhythm at 70 bpm with motion artifact. The last non-lifevest shock was delivered while the patient was in vt at 160 bpm and the post-shock rhythm being sinus rhythm at 60 bpm. Each external defibrillation shock was delivered while the patient was in a vt arrhythmia for less than 60 seconds. The device did not detect additional arrhythmias following the last non-lifevest shock and the response buttons were pressed intermittently until the device was shutdown at 12:01:17. The patient subsequently passed away. The external defibrillations and motion artifact prevented the lifevest from delivering defibrillations while the patient was in a treatable rhythm. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly treated by the lifevest while in the hospital prior to passing. A nurse reported that the patient went into code blue and died shortly after. The patient was under do not resuscitate (dnr) order. Clinical review of the available download data indicates that the patient received two lifevest defibrillations followed by three non-lifevest defibrillations. Per the download data, the device detected a treatable arrhythmia on (B)(6) 2018 at 09:00:25 while the patient was in ventricular tachycardia (vt) at 180 bpm with motion artifact. At 09:00:48, the device released gel and at 09:01:06, the first lifevest shock was delivered while the patient was in vt at 200 bpm with motion artifact. The post-shock rhythm was idioventricular rhythm at 90 bpm with motion artifact. At 09:02:39, the device detected an arrhythmia while the patient was in vt at 230 bpm with motion artifact. The second lifevest shock was then delivered at 09:03:13 while the patient was in vt at 200 bpm with motion artifact. The post-shock rhythm was idioventricular rhythm at 90 bpm with motion artifact. Between 09:05:30 and 09:12:02, the lifevest detected an arrhythmia but was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The patient received 3 external defibrillations. The first non-lifevest shock was delivered while the patient was in vt at 220 bpm with motion artifact and with a post-shock rhythm of vt at 130 bpm with motion artifact. The second non-lifevest shock was delivered while the patient was in vt at 180 bpm with motion artifact with a post-shock rhythm of sinus rhythm at 70 bpm with motion artifact. The last non-lifevest shock was delivered while the patient was in vt at 160 bpm and the post-shock rhythm being sinus rhythm at 60 bpm. Each external defibrillation shock was delivered while the patient was in a vt arrhythmia for less than 60 seconds. The device did not detect additional arrhythmias following the last non-lifevest shock and the response buttons were pressed intermittently until the device was shutdown at 12:01:17. The patient subsequently passed away. The external defibrillations and motion artifact prevented the lifevest from delivering defibrillations while the patient was in a treatable rhythm. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.

Manufacturer narrative:
Follow-up device evaluation: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Correction to the initial device evaluation: it was incorrectly stated that the downloaded software flag files on the day of the event were attached as part of the initial device evaluation summary. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zmc and the evaluation is underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Leaving complaint open to await completion of the equipment evaluation. Device manufacture date: monitor sn (B)(4): 02/15/2016. Belt sn (B)(4): 12/08/2015.